Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the device has a calibrate battery message after they calibrate the battery. No patient involvement.